Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion located in the non calcified and moderately tortuous subclavian artery. Upon attempting to treat the lesion with the sterling over-the-wire, the balloon ruptured at 12 atms on the 1st inflation. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).